Event description:
A malfunction alarm referred to as malf 9 occurred, leading the customer's blood glucose level to exceed 500 mg/dl, denoted as "high" on their device. The customer took corrective action by administering a correction injection through multiple daily injections (mdi). Technical support provided pump reset information and guided the customer through resetting the pump, after which the malfunction did not recur.